Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: during investigation, the pump alarmed with a call service (cs 069) during power up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was found to be cracked.

Event description:
On 03-aug-2019, the reporter contacted animas and reported that call service alarm [069] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.